Manufacturer narrative:
Result: known inherent risk of procedure. (B)(4). Per the instructions for use (IFU), thrombus formation, plaque dislodgement, and embolization that may result in myocardial infarction (mi) are potential adverse events associated with the overall tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to the coronary ostia. In addition, caution should be exercised when implanting a bioprosthesis in patients with clinically significant coronary artery disease. Mi related to the tavr procedure and the valve implant will manifest intra-procedurally or in the immediate post-operative period, and is typically due to a combination of patient and/or procedural factors. As defined in the valve academic research consortium (varc) publication on tavr complications, the peri-procedural interval is inclusive of all events that begin within 72 hrs of the index procedure. Mi¿s that occur after the peri-procedural period (>72hrs) are typically related to the patient¿s underlying coronary disease. There are multiple patient factors that could put the patient at risk for mi during the tavr procedure, including significant underlying coronary artery disease, and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. In this case, the exact cause of the vein graft occlusion and subsequent mi cannot be confirmed. In addition to the procedure itself, patient factors (severe aortic stenosis, coronary artery disease, renal disease, a low ejection fraction) likely contributed to the mi and patient death. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through the implant patient registry, notification was received from the patient¿s family that the patient expired 9 days post deployment of a 23mm sapien 3 valve. Medical record review revealed that a transaortic tavr procedure was performed and the sapien 3 valve was successfully deployed without complications. The patient was extubated the morning after the procedure. On postoperative day (pod) 1 the patient suffered a myocardial infarction involving the saphenous vein graft to marginal artery which required urgent coronary intervention. Following the intervention, the patient was in heart failure and pulmonary edema and remained intubated. The patient also had renal insufficiency and respiratory failure. On pod9, the patient suffered a ventricular fibrillation arrest and expired. The cause of death was reported to be ¿cardiopulmonary arrest secondary to congestive heart failure secondary to coronary artery disease and aortic valve disease¿.